Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and undefined pacing impedance, which was described as high resistance. The lead was capped and replaced. No patient complications have been reported as a result of this event.